Manufacturer narrative:
B3 - date of event: event date was not reported and was approximated to (B)(6) 2021. D6a - implant date: event date was not reported and was approximated to (B)(6) 2021. H6 - device codes: this section was updated to reflect additional information.

Event description:
It was reported that the stent elongated. A 6x120x130 innova self-expanding stent was selected for use in the superficial femoral artery (sfa). The target lesion was 50% stenosed, mildly calcified and mildly tortuous. The stent was deployed as expected, however the stent elongated by approximately 15mm. No additional intervention was performed. It was noted the femoral artery was over-stented. No patient complications occurred and the patient was expected to fully recover. It was further reported that the stent did not fully expand. The stent was not post dilated.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021. Implant date: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the stent elongated. A 6x120x130 innova self-expanding stent was selected for use in the superficial femoral artery (sfa). The target lesion was 50% stenosed, mildly calcified and mildly tortuous. The stent was deployed as expected, however the stent elongated by approximately 15mm. No additional intervention was performed. It was noted the femoral artery was over-stented. No patient complications occurred and the patient was expected to fully recover.